Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 15 colony forming units (cfus) of stenotrophomonas maltophilia. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 6 colony forming units (cfus) of stenotrophomonas maltophilia. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being submitted to provide results of third-party testing, the device evaluation, and the results of the legal manufacturer's final investigation. Correction to b5. Olympus provided the following result of the culture test, performed at a third-party lab: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 0 cfu. Bacterial identification: n/a. The device was returned to olympus for evaluation. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the customer after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.